Manufacturer narrative:
Examination of the returned item confirms the observation. The root cause is attributed to wear out. A complaint database search finds only one other report against this product code. No trend for failure is identified. Based on the investigation, the need for corrective action is not indicated. Should additional information be received, the investigation will be reopened. Depuy considers the investigation closed.

Event description:
During primary surgery trial broke that extended the surgical procedure.